Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell 2 weeks ago and bumped his head on the implanted side. This did not result in any swelling.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to explantation surgery. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient fell 2 weeks ago and bumped his head on the implanted side. This did not result in any swelling. The patient has been re-implanted on (B)(6) 2017.